Event description:
Customer reported on a bravo ph capsule that failed to attach. The capsule was still attached to the device, but fell off after removing. The patient was not injured following the procedure. Another capsule was placed normally.